Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports the system failed during pt procedure, but would provide no info other than to say the pt was moved to another room and procedure completed without further incident. No reported injury.